Event description:
It was reported that the patient presented to the hospital due to an alert from their device. During the replacement procedure for the damaged lead, this lead had to be replaced as well. The leads had visible damage possibly caused during the procedure no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 6935 implantable tachy lead (B)(6) 2010; d364trg implantable cardioverter defibrillator. (B)(4).